Event description:
It was reported that the patient received several inappropriate shocks, which were attributed to oversensing. It was also noted that the patient was hospitalized for electrolyte imbalance. The lead remained in use. It was further reported that oversensing and noise were noted during defibrillation threshold (dft) testing following a routine device changeout. A fluctuation in impedance values were noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received several inappropriate shocks, which were attributed to oversensing. It was also noted that the patient was hospitalized for electrolyte imbalance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. The lead's distal conductor was fractured. Blood/body fluid was observed in/on the helix/lobe mechanism, the outer tubing overlay and several conductors. The helix/lobe was distorted/bent. The lead was stretched and the defib conductor was distorted. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The inner tubing was kinked/buckled . The exposed defib coil was fractured due to overstress. The interior cable continuity is complete. Performance data collected from the device was analyzed. No anomalies were found.